Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient reported that in 2012 the "catheter came out of the spine", "the line was all frayed" and "the old tube was left inside me". Per the patient they did not fix this issue until the replacement of the catheter and pump on (B)(6) 2014 and they left the old catheter inside the patient. No patient symptoms or drug reported. If additional information is received a follow-up report will be sent.